Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone17.5. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported an episode of severe hypoglycemia on (B)(6) 2025, during which her blood glucose level dropped to 30 mg/dl, resulting in loss of consciousness. Emergency medical services were contacted, and paramedics responded to the patient¿s home. The patient¿s family administered two glucagon injections prior to ambulance arrival. Hospital admission was not required. The diagnosis communicated at the time of medical attention was hypoglycemia. No additional treatment details were provided. The patient further reported experiencing recurrent low blood glucose levels that have, on occasion, required glucagon self-administration. There were no reports of additional medical events beyond the episode that occurred on (B)(6) 2025. Education was provided regarding use of the activity feature and the need to consult her health care provider to review and update manual mode basal settings to better reflect her conservative basal requirements.